Manufacturer narrative:
(B)(4) b3: unknown; captured as awareness date date sent 9/10/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please provide device lot#/batch? Unk. 2. Please provide more details for "it was found that there was a foreign matter in the probe plus handle and 5mm trocar"? Unk. 3. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Unk. 4. Was sterility compromised as a result of the packaging damage? Unk. 5. Please provide a picture .(if available) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, it was found that there was an insect in the packing of the kit. (The packing material also will be returned.) It was found that there was a foreign matter in the probe plus handle and 5mm trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. This is a kit code created in japan. In the kit, one eph02 and 2b5lt are included, so this issue has been reported as a complaint. We will confirm the manufactured process in japan regarding this product.